Event description:
Boston scientific received information that this patient's device pocket had become infected. The patient had first noticed liquid coming from the implant wound a month earlier. The device was removed and the pocket area was cleaned. No device allegations were reported.

Manufacturer narrative:
The device was explanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.